Event description:
Journal article received: less invasive stabilization system (liss) versus proximal femoral nail anti-rotation (pfna) in treating proximal femoral fractures: a prospective randomized study; zhou f, zhang zs, yang h, tian y, ji hq, guo y, lv y; journal of orthopaedic trauma. 2012 mar; 26(3):155-162; reported: a prospective, randomized study in which 64 patients were randomized to either less invasive stabilization system (liss) or proximal femoral nail anti-rotation (pfna) for the treatment of closed proximal femoral fractures. Average patient age was 67.75 years for liss (group a) and 76.19 years for pfna (group b). The following was reported: group b ¿ two patients with fracture complications and one patient with intrapelvic penetration of the helical blade eight weeks postoperatively; group a ¿ two patients with proximal screw breakage. All patients underwent total hip arthroplasty. The following general complications were reported: group b ¿ three cases of deep vein thrombosis, one case of acute coronary syndrome and one case of pneumonia; group a - three cases of deep vein thrombosis, one case of acute coronary syndrome and one case of stroke. Six months postoperatively, all fractures showed union. Devices were reported as synthes products. A copy of the journal article is being submitted with this medwatch. This is report 2 of 6 for complaint (B)(4). This report is for an unknown amount of unknown screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.